Event description:
It was reported that during a vascular procedure, the staples did not hold on tissue and there was bleedings. This occurred with two cartridges. Cartridges from another lot number were used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that nine cartridge reloads were received unfired and in their sterile package. The returned reloads (a and b) were fired with a test device for functionality and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing.